Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10: 00811400110 item name femoral stem 12/14 neck taper ext. Offset size 1 130 mm stem length lot # 62747945 00630505036 item name liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells lot # 62757080 00801803603 item name femoral head 12/14 taper lot # 62556017. G2: foreign: australia the device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the patient underwent a revision procedure 9 years and 6 months post implantation due to a loosening in which the cup and stem were explanted. There is no additional information available at the time of this report.